Event description:
The nurse of a (B)(6) female pt called zoll customer support to report that the pt's charger would not recognize a battery. The pt was issued a replacement battery charger/modem.

Manufacturer narrative:
Device eval summary: device eval of battery charger/modem sn (B)(4) has been completed. The reported problem (battery charger problem) has been confirmed. Upon investigation, the battery charger/modem was resetting and unable to charge a battery. The root cause for the shorted u13 component could not be positively identified. No adverse event resulted from the shorted u13 component could not be positively identified. The pt received a replacement battery charger/modem.